Event description:
Distributor contacted dexcom technical support on (B)(6)2015 to report no audio output on (B)(6)2015. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).